Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during drain 1/4 of their automated peritoneal dialysis therapy. The home patient reported that when they went to use the bathroom, the extension line separated from the patient line of the homechoice set. Inadvertently, the home patient reported that they had used a drain line extension instead of a patient line extension and it did not connect properly to the patient line of the homechoice set. Baxter's technical service center assisted the home patient in ending therapy. The home patient reported that they completed therapy with manual exchanges. No patient injury or medical intervention was associated with this incident, per the home patient.